Event description:
It was reported the procedure was being performed in the surgery department. The catheter was being placed into the pt's jugular vein. During insertion, the guide wire unravelled as the dilator sheath was inserted. As a result, everything was removed and another kit was opened and used. There was a delay in treatment and no pt death or complications were reported. See MDR # 1036844-2012-00210 the second kit used on the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.